Event description:
Rptr noted that during procedure surgeon had very litte control of anterior chamber with several fluctuations resulting in complete anterior chamber collapse. Anterior vitrectomy was performed with lens placed in the sulcus. Also reported bleeding into anterior segment from wound area. Problem is attributed to incorrect combinations of cassett/tip/keratome and changes in paramaters during the procedure. At the moment, pt has no vision.